Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this after this lead was implanted the impedance were high within normal limits and r waves were 7-9 mv. After completely placed, the r waves deceased, after repositioning the helix would extend after 40 turns then it was removed helix came out but would not retract. No adverse patient effects.